Event description:
When the catheter was examined, there appeared to be little pieces of plastic sloughing off of the tube. Another instance involved the wire electrodes on the end of the tube appeared to be loose and sticking through the protective plastic sleeve. Multiple medical conditions can exist, as these catheters. Dates of use: (B)(6) 2013. Diagnosis or reason for use: ventilation and feeding catheter for premature baby.